Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and performed troubleshooting, then found faulty power board in the pdu of m-cabinet. The supplier's part analysis conclusively determined the cause of the power board failure was due to electrical defect (defective fuse). To resolve the issue, the fse replaced ny 5 power board in the pdu and performed functional tests, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the power board of the system's power distribution unit needed to be replaced, which can impact booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.